Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call partial display screen anomaly on the insulin pump. Troubleshooting was performed. Customer advised the display screen had scratches and they were unable to read the display screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. P-cap/reservoir locked properly in place. Device received with scratched case. Device received with minor scratches on the display window. Missing segments/partial display not confirmed. (B)(4).